Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Reporter phone number and reporting institution phone number: (B)(6).

Event description:
Philips received a complaint on the heartstart xl device indicating that the battery is defective. There was no patient involvement.

Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. The rse evaluated the device determined that this model has reached end-of-life (eol) and requested the device to be removed from service. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). According to service bulletin sb86100166d, the m4735a heart/start xl portable defibrillator/monitor was discontinued on (B)(6) 2013. All options associated with this defibrillator were discontinued as of (B)(6) 2013. The end of support date for the device is (B)(6) 2018. The customer was aware of the end of life terms and the device remains at the customer site. Based on the information available and the testing conducted, the cause of the reported problem was not determined. The reported problem was not confirmed. The customer was informed that the device is eol. It has been concluded that no further action is required at this time.